Event description:
It was reported that on (B)(6) 2021, the patient presented with elevated white blood count. Platelet count baseline of 146 down to a low of 97 after surgery. Per note likely due to cardiopulmonary bypass platelet count rebounded back to baseline (B)(6) 2021 to 146. Urine culture negative. On (B)(6) 2021 hyperkalemia noted, potassium up to 5.8 requiring medication to treat per nephrology note, the patient most likely has cardiorenal syndrome. Treatments included patient being started on heparin infusion (IV) and remained subtherapeutic. Warfarin on (B)(6) 2021. Pump parameters started at 5200 rpm and was increased to 5400 by (B)(6) 2021. The patient received daily complete blood count (cbc) platelet count and continued to receive postoperative antibiotics. The patient slightly remains elevated, but documentation notes decrease with stoppage of steroids. Patient received dexamethasone IV (intravenous) prior to or (operating room) and prednisone from (B)(6) 2021 to (B)(6) 2021. No growth resulted on (B)(6) 2021. The event reported to have resolved on (B)(6) 2021. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The event of leukocytosis reported to have resolved on (B)(6) 2021 and the event of other renal dysfunction reported to have resolved on (B)(6) 2021.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17nov2021. No further information was provided. The manufacturer is closing the file on this event.